Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded it. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump.